Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited low impedance and noise oversensing causing under pacing. The rv lead was capped and replaced on 13 jan 2025. The patient was in stable condition.